Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 199 was confirmed as failure 199:117:307:0000. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. The device has been previously sent into service for the reported condition of "failure code 199." This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a failure code 199. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.